Manufacturer narrative:
The reported event was as a lead slack issue. Upon receipt, a partial lead, only the proximal portion of the lead was returned in one piece for analysis. Visual and x-ray examinations were conducted on the partial lead, and no anomalies were found except for procedural damage. Electrical testing was performed, and no indication of conductor fractures or internal shorts was detected.

Event description:
It was reported that the patient presented to the clinic with pocket erosion and the device had eroded through the skin. Upon examination, there was loss of slack in right ventricular and right atrial leads. Based on these findings, the physician suspected twiddler¿s syndrome. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead to resolve the issue. The patient was in stable condition throughout the procedure.